Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation as well as some corrected information. Information added to the fields: h3, h6. Corrected information added to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasonic bronchofibervideoscope exhibited coating peeling on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: the catholic university of korea, bucheon st. Mary¿s hospital. Added here due to character limitation in respective field.